Event description:
Customer reportedly received result of 145 mg/dl on the compact plus system and 78 mg/dl on professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
It was reported that, "infection."